Event description:
It was reported that there was low impedance noted on the patient's implantable cardioverter defibrillator (ICD). No intervention was performed. The patient's status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2025-11409. New information received notes that it was unknown if the high pacing impedance was due to the device or lead. Programming changes were performed to resolve the issue. There were no patient consequences.